Manufacturer narrative:
Corrected information provided in d4 due to an error in the previous MDR.

Manufacturer narrative:
Customer returned delivery catheter sheath, dilator, pusher wire and filter pre-loaded in the cartridge. Returned product was visually inspected and no damage was found on the product. Review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. A review of internal photos provided by the customer was performed to confirm filter was inverted in the human body. There were no evidence provided to confirm if during the procedure, the user snapped the cartridge with the delivery catheter sheath correctly. Argon inspected and evaluated all retained devices related to lot numbers 1146xxxx and did not find any issues. Based on the image provided by the customer, the complaint was confirmed. CAPA ca-00041 has been initiated to capture the root causes and corrective actions to be taken. Root was identified as human error. The stop bracket which prevents the filter from being loaded incorrectly was removed from the fixture. This allowed the operator to load the filter reversed. Corrective actions have been implemented to address this root cause.

Event description:
When the operator implants a filter through the femoral vein, they follow the instructions of the filter storage bin, and the release of the filter is in the opposite direction. To prevent medical accidents, the surgeon immediately removed the filter.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
When the operator implants a filter through the femoral vein, they follow the instructions of the filter storage bin, and the release of the filter is in the opposite direction. To prevent medical accidents, the surgeon immediately removed the filter.